Event description:
Olympus (ot) was informed by the nurse at the user facility via telephone regarding the endoscope reprocessor machine, that error e99 occurred when trying to disinfect the water supply pipeline after removing the water from the water filter. The facility reported the number of disinfectants used is ¿06 16¿. The concentration check is not being performed immediately before and is being performed one week after being replaced. Error e99 results when many days have passed since the replacement of the disinfectant. No patient injury or harm has been reported to olympus. No device will be returned.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide the investigation results from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. There are no reports of health hazards. If the disinfectant is used for a long period of time, the effect of the disinfectant cannot be guaranteed and sufficient disinfection may not be possible. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer a physical evaluation could not be performed and could not confirm any abnormality, therefore, the exact cause of the reported issue could not be conclusively determined. However, e99 occurrs because more than 15 days had passed since the disinfectant was prepared, or because it was used 46 times or more. This case occurs when 15 days or more have passed did. The olympus checked the log and confirmed that more than 15 days had passed. It is unknown what the concentration was of the disinfectant. There was a situation where the concentration of the disinfectant was unknown because the aceside check was not performed. In general the customer is required to check the function of all devices used prior to a procedure as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states, to check the concentration of disinfectant before cleaning and disinfecting ("3.9 confirmation of disinfectant concentration") olympus will continue to monitor complaints for this device.